Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker. The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system when filling the reservoir. Customer stated she is unable to exit the preparing to prime loop. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.